Event description:
It was reported that the release head of the gas spring that controls the tilt of the chair broke, allowing the chair seat to tip back.

Manufacturer narrative:
To date the reporter has not provided any additional information about the device user.